Manufacturer narrative:
(B)(4). The customer returned a single guide wire and lidstock for evaluation. No other components were returned. Many bends and kinks are observed at both ends of the guide wire. No other damage to the guide wire was observed. Both welds were present and were observed to be full and spherical. Visual inspection of the needle could not be performed as it was not returned for evaluation. Kinks in the guide wire measured 15mm, 30mm, 295mm, 300mm and 328mm from one of the tips. The guide wire outer diameter measured 0.614 mm which is within the specification of 0.610-0.635 mm per guide wire product drawing. The guide wire overall length measured 337 mm which is within the specification of 331-339.8 mm per guide wire product drawing. The guide wire was advanced through a lab inventory 20ga introducer needle and a lab inventory 20ga catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the distal and proximal welds were intact. A DHR review was completed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual inspection revealed many bends and kinks on both ends of the returned wire. The returned guide wire met all relevant dimensional requirements and a DHR review was completed with no relevant findings. Functional testing with the needle could not be performed as it was not returned for evaluation; however, the guide wire passed functional testing with lab inventory components. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that they are unable to advance the guidewire due to the guidewire kinking while being inserted. Multiple "pokes" for the patient were made that were not necessary as all attempts were successful. Femoral arterial line was placed. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that they are unable to advance the guidewire due to the guidewire kinking while being inserted. Multiple "pokes" for the patient were made that were not necessary as all attempts were successful. Femoral arterial line was placed. The patient's condition is reported as "fine".